Event description:
End-user sent an stating that they are experiencing difficulty with their insulin syringes, stating that "3% of the needles are unusable because the needles are blocked and liquid will not draw into the syringe body." The user has "saved some of the defective needles and will return them." It seems the end-user is experiencing a blockage in the cannula, preventing them from drawing insulin.